Event description:
It was reported during implant procedure that the left ventricular lead exhibited a failure to capture. Extraction attempt resulted in a portion of the lead detaching. This portion of the lead was left implanted. No patient consequences were reported.